Manufacturer narrative:
This report is submitted on april 13, 2018. (B)(4).

Event description:
Per the surgeon, it was reported that the patient experienced an infection at the abutment site and subsequently was treated with an oral antibiotic. A skin revision was performed on (B)(6) 2018.